Event description:
Related manufacturer report number: 2017865-2023-51710. Related manufacturer report number: 2017865-2023-51712. Related manufacturer report number: 2017865-2023-51713. It was reported that the patient expired due to heart and kidney failure. There was no clear information on whether the implanted products contributed to the patient's death.

Manufacturer narrative:
Device returned due to patient death. The analysis performed, included electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.